Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the seal of the rbc bath was incomplete. The fse adjusted the bath to ensure the seal was complete and the leak and erroneous results were resolved. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the red blood cell (rbc) bath of the coulter hmx analyzer with autoloader. The customer also reported that two patients showed discrepant results on two separate runs. The first sample showed lower platelet (plt) result (111) compared to rerun plt result (161) with abnormal rbc, plt pop message. The second sample showed higher mean corpuscular volume ( mcv) result (105.5) compared to rerun mcv result (102.4) also with abnormal rbc, plt pop message on the initial run. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous results were not reported outside of the laboratory. There was no change or affect to patient treatment in connection with this event.